Event description:
It was reported that a device experienced a system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was rec'd and evaluated by baxter. Review of the device history log confirms the ec 322 reported symptom. Evaluation was unable to determine the cause. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary components will be replaced as they are known to contribute to the system error 322.